Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the perfusionist heard a noise and the system vibrated suddenly. Then it smelled like something was burning. There was an error message on the screen "batteries may not be fully charged." As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service rep (fsr) had the perfusionist look at the service screen on the unit and found the power supply 1 indicated a fail. Data logs were sent to the manufacturer for further evaluation.